Event description:
The account alleged the side rail takes more force to get the side rail to latch and if raised weakly the side rail falls right back down. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.